Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was sent for repair and when the client received tested and the image was sideways/upside down. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: g3, h2, h3, h6, h11 corrected field: e1 telephone a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image was upside down due to wrong rotation guidepost position. The event can be prevented by following the instructions for use which state: " rotate the main body to align the two notches shown in figure 4.4 so that orientation of the endoscopic image on the monitor becomes correct". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was sent for repair and when the client received tested and the image was sideways/upside down. There were no reports of patient harm.